Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock was not on straight while the customer was fill tubing. Recommendation was made to keep the same cartridge and continue fill tubing. The customer was able to straighten the connection before performing the second fill tubing. There was no reported impact to the customer's blood glucose level.